Event description:
First event: during robotic procedure, the skytron hercules bed began leveling all on its own. There were robotic instruments in the patient at the time of the bed malfunction. The certified registered nurse anesthetist (crna) was able to stop the bed by pushing one of the buttons on the bed controller.second event (2 months later): or table (skytron) malfunctioned during surgical procedure. Massive hydraulic fluid leak noted. Or table positioned itself in severe trendelenburg position (head down). Procedure was stopped, anesthesia maintained, and patient airway, vital signs taken. Pt safely secured with operating room personnel and physicians at bedside. Wounds packed with sterile sponges and draped with towels. All drapes were removed and new or table obtained.